Event description:
The svc rep reported during the maintenance, he heard loose screw inside.

Manufacturer narrative:
(B)(4). The products was returned to RMA on (B)(4) 2012, RMA received it on (B)(4) 2012. This sensor was repaired as per (B)(4) performed, then performed calibration and self test. (B)(4).